Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date of the past year and the barbed suture was used to close abdominal incision. Following the procedure the patient experienced some form of dehiscence. The physician opined that technique could have been a contributing factor during his learning curve. No further information is available.